Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: up1a.231005.007.s901u1ueu7exk6 hardware: sm-s901u1 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl, while wearing the pod between 1 and 4 hours. When removed from the unspecified infusion site the pod's cannula was found to be dislodged.